Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the carbohydrates amount and blood glucose (bg) value when entering values into the pump, and subsequently over-delivered insulin. Blood glucose (bg) level was impacted; however, the exact value was not provided. The customer consumed food and candy over the next 6 hours and was able to resolve the low bg level.